Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00242 on (B)(6) 2020. Additional information (B)(6) 2020: the cse corrected the issue related to the wud overflowing by replacing the failing valves. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse noticed that one of the reaction tray wash unit (wud) nozzle was expelling water with elevated pressure, causing it to reach a different cuvette. There was also white build up underneath the metal piece holding the assembly together. Siemens is investigating the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant calcium_2 concentrated (ca_2c) patient results were obtained on an advia chemistry xpt instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium_2 concentrated (ca_2c) patient results.